Manufacturer narrative:
(B)(4). Date of follow-up report: (B)(6) 2015. The distributor revised the information they initially reported. The incident device is from another manufacturer and is not a covidien product.

Event description:
The customer reported that a patient was burned at the grounding pad sites during an ablation procedure. Four grounding pads were in use. Additional references 1717344-2015-00334, 1717344-2015-00335, 1717344-2015-00336.

Event description:
The distributor revised the information they initially reported. The incident device is from another manufacturer and is not a covidien product.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. Additional questions regarding the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The e7506 patient return electrode is not recommended for use in ablation procedures. The instructions for use (IFU) for these return electrodes contains a warning that their use in non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.